Event description:
A caller reported that a malfunction occurred on their insulin pump, displaying a fault code that was not resettable. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer opted to use manual insulin delivery while awaiting a replacement. With the pump out of warranty, the customer agreed to receive an out-of-warranty loaner pump and worked with the support team to finalize the necessary arrangements, including confirming shipping details and insurance information.